Event description:
It was reported that the lens was implanted in the patient''s left eye on (B)(6) 2012 and explanted on (B)(6) 2013 as the patient''s vision was more myopic than expected. Reportedly, the patient did not understand the lens properties. The lens was replaced with a lens for distance (far sighted vision). The patient was reported to be doing well.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Intraocular lens (iol) was explanted from patient's left eye. (B)(4). The intraocular lens was returned to the manufacturer. Visual inspection showed the lens was cut in half. The lens cut in half is consistent with a lens that has been explanted. The returned sample was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of a sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No manufacturing related issue was identified. Diopter measurement: the lens was cleaned to remove surfaces residue. Optical inspection results showed that the lens correspond to a 24.5d. Conclusions: diopter measurement issues was not verified in the sample returned. No product deficiency was identified. All pertinent information available to the manufacturer has been submitted.